Event description:
It was reported that during a diagnostic left ureteroscopy for suspected urothelial neoplasm of the kidney, when closing the branches of the subject device during the second biopsy attempt the forceps were dislodged and the two branches remained with the ureteral lumen. With the aid of the zerotip basked, one of the two branches was retrieved. Several attempts to retrieve the second branch were unsuccessful due to the presence of clots and disease obliterating the ureteral lumen. Intraoperative fluoroscopic imaging was performed to confirm the presence of the retained branch. The procedure was completed, and the biopsy sample was obtained with the aid of a backup device. It was determined that no additional surgery was required at the time for removal of the retained piece as the patient was a candidate for nephroureterectomy procedure due to pathology and the fragment can be removed at that time. Unplanned antibiotic therapy was administered in the post-operative period to reduce the risk of infection. The patient was discharged after a few days of observation and scheduled for nephroureterectomy.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.